Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device was no longer functional. A new 18cm x 12mm ipp was implanted with a 100ml reservoir. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been complete.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device was no longer functional. A new 18cm x 12mm ipp was implanted with a 100ml reservoir. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been complete. Additional information received states the placement of a suture on the cylinder indicates where the implant was nicked after determining it was leaking. This was done during explantation and did not contribute to genesis of the leak.

Manufacturer narrative:
Correction information provided in: describe event or problem, device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, evaluation method codes.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of fluid loss and malfunction were confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device was no longer functional. A new 18cm x 12mm ipp was implanted with a 100ml reservoir. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been complete. Additional information received states the placement of a suture on the cylinder indicates where the implant was nicked after determining it was leaking. This was done during explantation and did not contribute to genesis of the leak.